Event description:
The MFR rec'd info alleging a ventilator's ac inlet connector was damaged. The device was not in pt use.

Manufacturer narrative:
The ventilator was returned to the MFR for eval and the customer's complaint was confirmed. The device appeared to have been dropped; thereby causing the reported issue. The device's ac inlet connector will be replaced to address the issue. Device has been evaluated but not repaired, pending customer approval of the estimate.